Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent esc and act button response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, broken belt clip slot, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they received a button error. Customer's blood glucose reading was 266 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.